Event description:
It was reported that the implantable cardioverter defibrillator (ICD) from this system recorded a code f1005 indicating an open circuit condition in this right ventricular (rv) lead. The physician decided to set the patient up with a zoll lifevest for shock therapy and leave the implanted device therapy on so anti-tachycardia pacing (atp) would be available. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) from this system recorded a code f1005 indicating an open circuit condition in this right ventricular (rv) lead. The physician decided to set the patient up with a zoll lifevest for shock therapy and leave the implanted device therapy on so anti-tachycardia pacing (atp) would be available. Furthermore, the rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) from this system recorded a code f1005 indicating an open circuit condition in this right ventricular (rv) lead. The physician decided to set the patient up with a zoll lifevest for shock therapy and leave the implanted device therapy on so anti-tachycardia pacing (atp) would be available. Furthermore, the rv lead was successfully explanted and replaced. Additional information was received which indicated that during this lead extraction, a new lead was an attempt implant with the same sheath. The physician noticed that the lead went extravascular and removed the new lead immediately. Following, the patient developed hypotension, pericardial effusion and cardiac arrest. The physician performed a heart open surgery, and it was noted that this rv lead was extravascular prior to removal with the laser. The patient received a new system and was discharged from the hospital for routine follow up. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) from this system recorded a code f1005 indicating an open circuit condition in this right ventricular (rv) lead. The physician decided to set the patient up with a zoll lifevest for shock therapy and leave the implanted device therapy on so anti-tachycardia pacing (atp) would be available. Furthermore, the rv lead was successfully explanted and replaced. Additional information was received which indicated that during this lead extraction, a new lead was an attempt implant with the same sheath. The physician noticed that the lead went extravascular and removed the new lead immediately. Following, the patient developed hypotension, pericardial effusion and cardiac arrest. The physician performed a heart open surgery, and it was noted that this rv lead was extravascular prior to removal with the laser. The patient received a new system and was discharged from the hospital for routine follow up. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 code added, f1907.